Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure'), premature labour ('preterm labor 30 weeks gestation') and caesarean section ('c section') in a 29-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (c section/ essure removed). At the time of the report, the pregnancy with contraceptive device, premature labour and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient experienced two pregnancies after essure insertion, first pregnancy of (B)(6) 2020 is captured in this case and second pregnancy of (B)(6) 2020 is captured in the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2020: single viable intrauterine pregnancy corresponding to gestational age of eight weeks and three days with estimated date of delivery (B)(6) 2021. Mild brachycardia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure'), premature labour ('preterm labor 30 weeks gestation') and caesarean section ('c section') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and underwent caesarean section (seriousness criterion medically significant). The patient was treated with surgery (c section/ essure removed). At the time of the report, the pregnancy with contraceptive device, premature labour and caesarean section outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered caesarean section, pregnancy with contraceptive device and premature labour to be related to essure. The reporter commented: patient experienced two pregnancies after essure insertion, first pregnancy of (B)(6) 2020 is captured in this case and second pregnancy of (B)(6) 2020 is captured in the case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2020: single viable intrauterine pregnancy corresponding to gestational age of (B)(6) weeks and three days with estimated date of delivery (B)(6). Mild brachycardia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.